Event description:
During an in-clinic follow-up, a physician observed noise which resulted in oversensing on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.